Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) has a broken atrial connector. The epg was returned for repair and annual calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the lower case, battery release and lead flex cover were contaminated, the side bail covers and ring cover were broken, one side bail was missing, the keyboard was scratched and the serial number label was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.